Manufacturer narrative:
Conclusion: as per information from the field recipient reported decreasing performance with the implant system. Device investigation revealed that stimulator electronics is working according to specifications. However, a reduced electrical impedance between coil and eap/rg (evoked action potentials/ remote ground) electrode was discovered during investigation. A contribution of the lower-ohmic connection between coil and reference electrode to the abnormal perception cannot be excluded. Other damages found are related to the explantation surgery. Furthermore, the recipient experienced tinnitus with and without the use of the audioprocessor. This condition is a foreseeable side effect of cochlear implant surgery and may be due to device unrelated medical reasons. This is a combined initial and final report.

Event description:
As per information received in 2020 the recipient wanted to be re-implanted because she was not satisfied with the performances of the device throughout the years. The recipient has been re-implanted with a new device on (B)(6) 2020.